Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has an intermittent fan and charges the batteries intermittently when connected to the network. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to confirm the reported issue. Troubleshooting performed, counterpulsation device tested, no problems detected, the machine charges the batteries and the fan works normally. Function tests performed with positive results.

Event description:
N/a.